Event description:
It was reported that customer experienced cgm error and noted that pump took longer than usual to power back on after reset. There was no reported impact to the customer¿s blood glucose level. Customer had already reset pump before contacting support, error did not recur, sensor session was successfully started, and support confirmed that longer restart time could occur and was acceptable, which customer understood and acknowledged.